Event description:
It was reported that during the implant procedure, the lead was deployed three times. The lead was removed and the helix extended. The helix appeared to be extending at an angle. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.